Event description:
A small perforation of the left atrial appendage occurred during the cryoablation procedure. The perforation occurred in the final moments of the procedure, after all four veins were isolated and an additional application was being done on the lspv to ensure efficacy. After it was clear that a perforation occurred, the physician performed a pericardiocentesis. After extracting fluid from the pericardial space for an hour, it was becoming evident that the perforation was not closing on it's own. At that time, the decision was made to surgically close the small perforation in the left atrial appendage. No other surgery was required. Patient fully recovered and discharged (B)(6) 2013. Device 2 of 2, reference MFR report: 3002648230-2013-00075.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.